Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's therapy had not worked since implant date. The patient rep stated the patient's "settings were off" so they texted a manufacturer representative (rep) on (B)(6) 2025 to notify them of the issue. The rep called the patient back the next day and scheduled an appointment for (B)(6) 2025. The patient rep texted the rep again on (B)(6) 2025 but never heard back. On (B)(6) 2025, the patient was in so much pain that they couldn't sit down, and the patient rep alleged that the pain was coming from the ins. The patient rep mentioned that the patient had high-functioning autism, so they felt everything 10 times more than the normal person. The patient rep stated the patient turned off the ins, but they were still in pain for 3-4 days after that. In the last week, the patient rep hadn't heard the patient complain about pain, and during the call the patient told the patient rep that the pain mostly went away. The patient had an appointment with a physician assistant (pa) on (B)(6) 2025 but the rep was not there. The pa said they were going to put in an order to invite the rep to an appointment because the rep "made a setting they programmed themselves." The patient rep mentioned the pa also ordered an x-ray and CT scan "to make sure the wires were in the right place." However, the patient rep still hadn't heard back from the rep. The patient rep contacted the healthcare provider's (hcp) office before calling [the manufacturer], and they were waiting to hear back from the pa on the status of the rep invite. The patient rep was very displeased at the lack of service from the rep and threatened litigation. An email was sent to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the hcp office first notified them on (B)(6) 2025. They reported that the cause of the patient's settings being off was unknown. They statedthat the doctor's office turned off the device but the pain did not resolve for several days per the patient. They reported that what likely caused or contributed to the issue was unknown. They reported that steps taken to resolve the issue included the office. They reported the issued had resolved and the patient was not in pain anymore. The rep reported that they had reached out to both the patient and the office.